Event description:
The customer reported high blood glucose up to 700 mg/dl. The customer stated she was rapidly going through insulin infusion sets that she was using with her insulin pump due to issues with bent cannulas. The reported symptoms experienced by the patient was extreme thirst and the frequent necessity to use the restroom. It was also stated that the alarm on the customer's insulin pump did not go off when her blood glucose was high. The customer's high blood glucose was treated with manual injections. She was unable to perform troubleshooting due to the fact the customer was driving. The customer reported that after treatment, her blood glucose went down into the 300 mg/dl to 399 mg/dl range. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.